Manufacturer narrative:
An event regarding infection involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient medical records were received for clinician review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, (clear quality) x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient's attorney filed a legal action due to the following: the patient had suffered fracture of the right hip in 2012. At the time, the patient had received hip implants. After 2 years it was detected that patient had an infection and surgeon recommended the secondary hip arthroplasty. After primary implant was removed, it was implanted simplex with antibiotic and cement plug. This surgery was approximately on beginning of (B)(6) 2014.

Manufacturer narrative:
Additional devices listed in this report: cat # 0580-6-852, lot # g2991684, description: exeter low profile acetab cup. Cat # 6260-5-228, lot # 38852003, description: 28mm +4 v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's attorney filed a legal action due to the following: the patient had suffered fracture of the right hip in 2012. At the time, the patient had received hip implants. After 2 years it was detected that patient had an infection and surgeon recommended the secondary hip arthroplasty. After primary implant was removed, it was implanted simplex with antibiotic and cement plug. This surgery was approximately on beginning of (B)(6) 2014.